Event description:
It was reported that the technologists could not get the table to move, then "pressed a bunch of buttons" and the table dropped. No injury reported. A field engineer was dispatched to the site and it was determined the c-arm micro switches were out of alignment. Once the switches were adjusted the system was working as intended.